Manufacturer narrative:
(B)(4). Date sent: 10/05/2020. Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information was requested, and the following was received: regarding "surgeon suspects registrar did not fire the device completely.", could you please provide more details? Firing was completed by the registrar and feedback is that he believes he may have put too much tension on the anastomoses. What confirmation was received by the registrar that the device was fully fired?/did the healthcare professional receive audible & tactile feedback when firing the device? Dounuts were intact and breakaway washer was present. Audible feedback/tactile feedback definitely present. Every indication that device was fired as per normal? Were there any staples missing from the staple line? Nothing visibly missing - appeared intact on inspection. What was the shape of the staples (b-formation, irregular, legs straight)? Staples looked complete however failed the leak test with multiple visible air bubbles. Surgeon articulated that he was unsure of where leak was coming from, but suturing the staple line fixed the issue. What were the indications for surgery? Cancer did the patient receive any preoperative chemotherapy or radiation? Unsure but likely? What was the registrars experience with the device? Received a demo however has only used it once before on a patient. Where in the gap setting scale was the indicator located when attempting to remove the safety? Yes. Where in the green gap setting scale was the indicator located during to firing (low-b, middle-b, or high-b)? Low-b. Unsure - unlikely to be obtained. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unsure - I¿ll ask. Hcp definitely waited 15 seconds but not sure if he re-tightened prior to firing. Was the device difficult to close? The registrar and surgeon had trouble attaching the anvil laparoscopically but surgeon put this down to inexperience with the device by the registrar. Was the device difficult to fire? No - normal. Were the donuts inspected? If so, please describe. Donuts were intact and symmetrical. Was a complete transection of the white breakaway washer visually confirmed? Yes. What is the current status of the patient? Surgeon hand sutured the staple line and no further leaks detected. Further imaging confirmed there was no leak and patient is recovering well. Were there any changes to post-op management due to the reported event? No. As there was 60 mins delay to procedure, has there been any report of ssi? No report of ssi. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a hemicolectomy, registrar fired the ils and resulted in an anastomotic leak. Failed the leak test and sample line was overseen with pds suture. Surgeon suspects registrar did not fire the device completely. The surgery was delayed by 60-minutes due to suturing the anastomoses. The surgery was completed successfully.